Manufacturer narrative:
A vyaire service technician was able to confirm the reported complaint through the events log and duplicated during functional check. The cause was determined to be a solenoid failure. CAPA co# 101543 addressed the issue.

Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator alarmed low peak inspiratory pressure, low minute ventilation, and high rate simultaneously. The customer confirmed that there was no patient involvement and no patient harm associated with the reported event.